Event description:
The infusion line placedin 2007, two days later observed a very slow drop of infusion. The drop speed adjusted and continued to use the device. On the event date, white foreign matter was found within the line. Setup includes cv catheter, injection, nippro infusion set and two y extension tubes. Customer concerned about possible bacterial infection.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.